Manufacturer narrative:
B5 - reportedly, problem was resolved. Status of eye is "all fine! Currently no treatment required; surgeon plans a closed monitoring. Patient is happy." Claim# (B)(4).

Manufacturer narrative:
Patient identifier: zm0009705220. Type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -5.5/1.50/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.